Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible t-wave oversensing (twos) and the right atrial (ra) lead position check had failed. The ra and rv lead remain in use. No  patient complications have been reported as a result of this event.